Manufacturer narrative:
During a clinical trial sponsored by bwi, it was reported that a 48 year old male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and, suffered a groin pseudoaneurysm requiring medical intervention. In the initial report, the manufacture address was erroneously reported as 31 technology dr. Irvine, ca 92618. The correct address is 33 technology dr. Irvine, ca 92618. This report has been updated. Manufacturer ref no:(B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no medical record evaluation (mre) review could be performed. Manufacture ref no: (B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that a (B)(6) male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and, suffered a groin pseudoaneurysm requiring medical intervention. Post procedure, the patient suffered a right groin pseudoaneurysm. A unknown medication was administered to the patient. The principal investigator assessed this event as moderate in severity, and required extended hospitalization. There is no evidence that the patient required medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. There is no claim of device malfunction. The principal investigator assessed the event as not related to the study device, not related to the study catheters, and not related to the non investigational device. The principal investigator assessed the event as casually related to the index procedure,as the groin pseudoaneurysm was anticipated.